Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
Report 2 of 3 for (B)(4). It was reported that in the sterile processing department (spd), it was observed that the robotic assisted saw interface left device (sasi) saw would not activate and 3x sasi devices had broken locking mechanisms. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. Visual analysis of the returned device revealed that the velys saw interface right exhibits signs of moderate wear. No visual damage that could have contributed to the reported event was observed. A functional evaluation was conducted, revealing that the right-sasi saw clamp lever was not articulating even when a significant amount of force was applied, indicating stiffness within the mechanism. This stiffness prevented the lever from fully opening, ultimately making it impossible to engage the saw wing fixture as intended. Although no broken condition was found, the reported allegation can be confirmed as the observed failure mode prevents the functionality of the device in the same manner. Galling is suspected to have occurred internally between the lever pins and the lever component causing the internal metal components to begin to seize. As a result, the lever of the sasi is difficult to move. The overall complaint was confirmed as the observed condition of the velys saw interface right would have contributed to the complained device issue.¿the assignable root cause was determined to be due to maintenance.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9; h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.